Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle hub separated. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported by the consumer the needle hub separated and mixed lot#s were mixed in.